Manufacturer narrative:
The patient¿s date of birth was on an unknown date in an unknown month of 1976. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis event was unknown (previously not reported). On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. Seven days before the receipt of this report treatment with antibiotics were discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.